Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a minicap and transfer set. It was stated that the minicap fell off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.